Event description:
Pt complained of pain from previous surgery. A revision surgery was performed, replacing all the medacta implants. All implanted appeared normal. There was no sign of infection. Labs were done and came back normal. It was reported that the pt was not going to his therapy.

Manufacturer narrative:
Document review: gmk primary std cemented femur size 4 right: code 02.07.20044 / lot 113966 (30 femurs produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. Gmk primary fixed tibial insert #4/10mm: code 02.07.0410sf / lot 110892 ((B)(4) liners produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. Gmk primary cemented fixed tibial tray size 4 right: code 02.07.1204r / lot 114492 ((B)(4) items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. Gmk primary resurfacing patella size 4: code 02.07.0034rp / lot 114255 ((B)(4) items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, a device involvement in the event occured is highly unlikely.